Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump screen had crack and foggy. The customer's blood glucose was unknown at the time of incident. The customer's father also reported that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.